Event description:
It was reported that during the unk procedure the surgeon engaged the staple and it all the staples fell into the patient. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # v95r3j. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis determined that the er320 device was returned with the top shroud broken. The broken piece of the top shroud was returned inside a plastic bag. The tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. It is known from the history of the device that the top shroud broken condition may lead to dropping or ejecting clips. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Device history review: a manufacturing record evaluation was performed for the finished device batch v95r3j number, and no non-conformances were identified. Additional information was requested and the following was obtained: during the procedure, the surgeon went to use the item and engage the staple and upon doing so all the staples fell into the patient. They were able to collect the item, and store is safely to send back in for inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.